Manufacturer narrative:
No further issues have occurred since the replacement of the sample probe. The investigation determined the issue was resolved by the sample probe replacement.

Manufacturer narrative:
Precision studies were performed. The sample probe was replaced. Samples run in duplicate after the probe replacement had almost the same results.

Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c 311 analyzer. No questionable results were reported outside of the laboratory. The first sample initially resulted in an hba1c value of 6.5 % with a data flag on an unknown date and it repeated as 5.8 % on (B)(6) 2023. The second sample initially resulted in an hba1c value of 6.0 % on (B)(6) 2023 and it repeated as 4.9 % on (B)(6) 2023. The third sample initially resulted in an hba1c value of 6.2 % on (B)(6) 2023 and it repeated as 5.3 % on (B)(6) 2023. The fourth sample initially resulted in an hba1c value of 5.7 % on (B)(6) 2023 and it repeated as 6.4 % with a data flag on (B)(6) 2023. The fifth sample initially resulted in an hba1c value of 6.1 % on (B)(6) 2023 and it repeated as 7.0 % with a data flag on (B)(6) 2023. The sixth sample initially resulted in an hba1c value of 6.4 % with a data flag on (B)(6) 2023 and it repeated as 4.8 % on (B)(6) 2023. The seventh sample initially resulted in an hba1c value of 10.7 % with a data flag on (B)(6) 2023 and it repeated as 12.5 % with a data flag on (B)(6) 2023. The hba1c reagent lot number was 625161. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The customer provided data for two additional patient samples with discrepant hba1c results (samples 8 and 9). No questionable results were reported outside of the laboratory for these samples. The questionable results from the samples did not correlate with glucose values from these patients, so the samples were repeated. The eighth sample initially resulted in an hba1c value of 6.1 % on 02-apr-2023 and it repeated as 4.7 % on 02-apr-2023. The ninth sample initially resulted in an hba1c value of 5.5 % on 02-apr-2023 and it repeated as 4.9 % on 02-apr-2023.